Event description:
In 1984 pt had vitek ipis installed but they failed after 6 months. In 1986 vkiis were installed on both sides of the jaw. Pt had these in for 20 yrs without any known problems. Pt was never notified about the vitek recall and just recently learned about it because he's now experiencing a number of health-related problems. Pt's jaw has excessive bone loss due to implant. X-rays show all the implant screws are loose and a mass growing on the right side. Implant on right side has completely pulled away from jaw with two screws are completely out and one is bent. All the screws are loose on the left side and one is broken. CT scan shows lots of bone loss compared prior to implantation. Pt has liver and spleen problems. Since last fall pt is passing a kidney stone about every 2 weeks. There is a cyst on right kidney. Pt is experiencing abdominal pain and has lots of gi problems. Oms is concerned about the lack of bone in which to anchor the new implant.